Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), uterine perforation ("perforation of organs") and device dislocation ("migration") in an adult female patient who had essure (batch no. 50512910-invalid, 50512909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, hypercholesterolemia and cesarean section. Previously administered products included for an unreported indication: yaz. Concurrent conditions included type 2 diabetes mellitus, hypertension, hyperlipidemia, menses irregular, cramp in lower abdomen, nausea, dysfunctional uterine bleeding, benign essential hypertension, dysuria, atopic dermatitis, fibroids and impacted cerumen. The patient also had a family history of hypertension and hypercholesterolemia. Concomitant products included diphenhydramine, docusate sodium (colace), hydrocodone, lisinopril, metformin, morphine, naproxen, ondansetron, oxycodone hydrochloride;paracetamol (percocet), promethazine and simvastatin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(menorrhagia)/heavy bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, fatigue and menorrhagia outcome was unknown and the vaginal haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, fallopian tube perforation, fatigue, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy in essure insertion dates: (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: negative for intraepithelial lesion or malignancy.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on an unknown date: 4 x 14 x 4 cm aggregate of multiple irregular and ragged fragments of uterine soft tissue (morcellated uterus). Within the tissue are two separate metallic coils.. Ultrasound scan - on an unknown date: showed an enlarged 13cm fibroid uterus patient states cycles last 8-10 days, with large clots. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding,heavy cycles, pelvic pain, menorrhagia and excessive bleeding. Lot number 50512910 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), uterine perforation ("perforation of organs") and device dislocation ("migration") in an adult female patient who had essure (batch no. 50512910; 50512909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, hypercholesterolemia and cesarean section. Previously administered products included for an unreported indication: yaz. Concurrent conditions included type 2 diabetes mellitus, hypertension, hyperlipidemia, menses irregular, cramp in lower abdomen, nausea, dysfunctional uterine bleeding, benign essential hypertension, dysuria, atopic dermatitis, fibroids and impacted cerumen. The patient also had a family history of hypertension and hypercholesterolemia. Concomitant products included diphenhydramine, docusate sodium (colace), hydrocodone, lisinopril, metformin, morphine, naproxen, ondansetron, oxycodone hydrochloride;paracetamol (percocet), promethazine and simvastatin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(menorrhagia)/heavy bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, fatigue and menorrhagia outcome was unknown and the vaginal haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, fallopian tube perforation, fatigue, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery.discrepancy in essure insertion dates:(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: negative for intraepithelial lesion or malignancy.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on an unknown date: 4 x 14 x 4 cm aggregate of multiple irregular and ragged fragments of uterine soft tissue (morcellated uterus). Within the tissue are two separate metallic coils.. Ultrasound scan - on an unknown date: showed an enlarged 13cm fibroid uterus patient states cycles last 8-10 days, with large clots. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding,heavy cycles,pelvic pain, menorrhagia and excessive bleeding. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Following events were added: fatigue, abnormal bleeding(vaginal, menorrhagia), abdominal pain and back pain. Historical drug added. Concomitant conditions and drugs added. Medical history added. Lot number added. Event perforation of organs updated to uterine perforation and fallopian tube perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration ") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.